Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator. It was indicated that the patient experienced a power on reset (por) error message that could be related to magnetic resonance imaging (MRI). The hcp reported that the patient stopped feeling stimulation and experienced a por while in the waiting room at their MRI appointment. It was indicated that the hcp had no other information on the patient and no other information could be obtained. No further complications were reported or were expected.